Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The battery and uninterruptible power s upply (ups) were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The battery was returned for analysis. Functional testing determined that the battery was malfunctioning causing the reported event. B01, c02, d02 apply the ups was returned for analysis. Functional testing determined that the battery was functioning as designed. B01, c19, d14 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure was a tumor resection. There was no delay and no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: battery 9735773 48v s8 svc ups 9735787 main cart s8 svc h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system had indication of a thermal event via smell. The system did not shut down. The site powered it off, and used a different system to continue. There was no reported impact to patient outcome and no reported delay. At the time of the call the representative had removed the covers from the system and noted the smell was present but not as extreme as presented by the account. A representative reported that when booting-up this system for troubleshooting of this issue, the blue splash screen noting a boot-up error occurred. This forced a reboot but the system was then functional. The rep noted that post boot-up the system's fan was working much harder than the average system and was noticeably louder. Technical services agent then led the rep through ups and battery troubleshooting to further diagnosis this issue. Main cart ups status : battery charge 27% 5 minutes of charge remaining , when unplugged from the wall this cart shuts down immediately. Camera cart ups status: battery charge 100% 20 minutes of charge remaining when unplugged from the wall this cart shuts remaining. The ups was louder when compared to their other s8, so they weren't sure if the if the root cause.